Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the patient's attorney alleged a deficiency against the device resulting in an unspecified outcome. Product was used for therapeutic treatment. Procedure (s) performed: midurethral transobturator sling, laparoscopic total vaginal hysterectomy (ltvh), bilateral salpingooophorectomy (bso)